Manufacturer narrative:
It is indicated that product is not returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strips testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer utilized venous blood sample from a heparinized tube during testing. The inratio system is designed to use fresh capillary whole blood. Using a non-validated sample may lead to incorrect interpretation of system results. The customer's off-label use cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 7.3, lab: 2.5, time between tests: <15 mins, therapeutic range: unk. Customer states they had difficulty performing the finger stick and drew the blood into a heparinized tube. The sample was then taken from the tube and applied to the inratio meter.